Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the proximal circumflex artery with one 2.5 x 12 mm mini vision rx and in the left main to left anterior descending artery with one non-abbott stent. On (B)(6) 2011, the patient fell at home but refused to go to the hospital. The following morning, (B)(6) 2011, he was found expired on the floor of his home. There was no autopsy performed. The death certificate listed the cause of death as cardio-pulmonary arrest with coronary artery disease and atrial fibrillation. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. Atrial fibrillation (a form of arrhythmia) and death are known adverse events as listed in the mini vision instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.